Event description:
It was reported the pt no longer had stimulation and was unable to communicate with the ipg using external devices. A new charger was sent to the pt. Attempts to determine if the issue was resolved with the replacement were unsuccessful.

Manufacturer narrative:
This ipg serial number was included in field advisories. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.